Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: laboratory testing found that the lab pump module with the returned bezel assemblies installed was operating within specification with the occluder finger broken off. Even though the occluder leg was broken, the occluder spring remained properly seated within the spring nest. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
On (B)(6) 2021 @ 11:30 am it was reported that two secondary medications over infused/infused faster than the prescribed rate. Acetaminophen 1000mg/100ml was to infuse over 15 minutes and zosyn 3.75mg/50ml was to infuse over 4 hours. There was patient involvement and no harm.